Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the catheter was used for about a month, while disinfecting the catheter, the nurse discovered a crack in the venous adapter (catheter end). The adapters were tightened by hand. Flushing was done prior to use, and the result had no abnormality. Aside from the cracked venous adapter, no other abnormality was found on the product. Bloodline was the other product being utilized with the device. Nothing unusual observed on the device prior to use. Betadine was the cleaning solution used on the device, and it was typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. They reported it to the doctor and had the connector replaced on the same day as the initial handling/intervention, and treatment was completed successfully. There was about 3ml (milliliters) of blood loss. Blood transfusion was not required. There was no reported patient injury.